Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, the customer delivered too much insulin for the amount of carbohydrates consumed. Initially, customer consumed carbohydrates to address bg. The customer went to the emergency room and was subsequently hospitalized. System check with tandem technical support confirmed the pump was functioning as intended. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support to obtain type of treatment for bg and release date however the customer did not respond.